Event description:
It was reported that this patient underwent a generator replacement procedure due to normal battery depletion (nbd). When this right ventricular (rv) lead was connected to the new implantable cardioverter defibrillator (ICD) the shock impedances were high and out of range, measuring greater than 125 ohms. Defibrillation threshold (dft) testing was performed which resulted in a code 1005; shock into an open circuit condition with impedances greater than 125 ohms. The rv lead was connected to the previous ICD, and the shock impedances were 110 ohms and 99 ohms when dft testing was performed. The impedances for the last 9 months had been 99-112 ohms. The physician elected to remove and replaced the ICD prior to pocket closure. The shock impedances were within normal limits with the new device. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Review of the device memory indicated that a shock lead open circuit alert, code 1005, was recorded the day of the attempted implant. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported high shock impedances.

Event description:
This supplemental report is being filed as the device evaluation was completed.